Event description:
It was reported to philips that the device could not be used. No specific issue was provided. There was no patient involvement. Available details indicate that the device could not be used. Details provided in an update from the source case indicate that the bench determined the therapy pca was faulty and needed replacement and the customer rejected the repairs, and the device remains at the customer site and no further evaluation is warranted at this time.